Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: this lead to or extended 3 days patient hospitalization and caused temporary injury. Issue was treated by sp ontaneous stop. The patient suffered high occlusion because of a bleeding in the stomach that occluded the gastro jejunal anastomosis. After the evacuation of this clot the patient was fine and the bleeding stopped. Patient status : ok . Zero patients comorbidities.

Event description:
According to the reporter: occurred post-operatively, following a laparoscopic gastric bypass. There was a hemorrhage at the staple line. This lead to or extended patient hospitalization and caused temporary injury. There was blood loss of greater than 500cc. Patient status reported as alive, no injury.